Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced. A review of the event history log revealed "recurring downstream alarm" messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed recurring downstream occlusion. This occurred during programming/set up in the oncology department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.